Event description:
I was implanted with the essure birth control in (B)(6) 2010. Not long after, my health started to decline. Heavier menstrual cycles, cramping, fatigue, mood swings with anger, loos of memory and fogginess, joint pain, dizziness, migraine headaches, metal taste in mouth, numbness to extremities and weight gain that would not go away with change of diet and exercise. (B)(6) 2011, I was hospitalized for chest pain and face numbness. All test came back normal. Lived and dealt with issues until (B)(6) 2012 when the pain became too much to handle. After ultrasounds and a pap, it was determined I had a mass and infection in my uterus. (B)(6) 2013, I had a partial hysterectomy leaving only ovaries and removing the essure device. Almost immediately my health issues started to disappear. No more headaches, no more pains, no more fogginess or dizziness. Energy level is up and weight is down. There is still slight numbness in the face that comes and goes but is no longer constant. Mood swings are gone and the anger has subsided.